Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor the health care professional reported that they once removed a lead because of impedance issues and that once the lead was removed, the noticed that the distal end was frayed and it was not the lead that they had implanted and that this happened about 5 years ago. No further information was noted or anticipated. Refer to related event pe (B)(4)rashes everywhere.